Event description:
It was reported to philips that host pc of the allura device was defective. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc bmc failed. The failed host pc was returned to philips for analysis and confirmed that the failed component was corrupted baseboard management controller (bmc) program. To resolve this issue, fse replaced host pc and installed new license. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.